Event description:
The user facility reported that the system 1e processor alarmed and aborted the processing cycle. In the process of removing the steris 40 sterilant concentrate cup, the operator came into contact with the residual contents of the cup. The operator went to the employee health center where silvadene ointment was administered to a blister on her hand. The operator reported that she is fine with no residual injuries.

Manufacturer narrative:
A steris service technician inspected the unit and found it to be operating properly. The technician identified that the user facility was utilizing one hot water tank to operate four system 1e processors simultaneously. This hot water tank was too small and consequently the system 1e processor alarmed due to low water temperature. The user facility has installed a larger hot water tank and is no longer experiencing this issue. As the previous cycle did not complete, the steris 40 sterilant concentrate cup the operator replaced was not empty and should have been handled in accordance with the system 1e operator manual. The operator manual states (section 7-1), "appropriate personal protective equipment (ppe) is required when handling or disposing of partially filled, leaking, damaged, or expired containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." The user facility declined steris' offer of in-service training on the proper use and operation of the system 1e processor. No additional issues have been reported.